Event description:
It was reported that during a laparoscopic umbilical hernia repair procedure, while the device was being used, the epigastric artery was lacerated resulting in bleeding. The procedure was converted to open and the bleeding was controlled. The doctor stated there were no pt consequences except a larger incision.